Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged lens/optical system could not be determined, however, the issue was likely the result of impact shock due to customer handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k944072 / k950076.

Event description:
It was reported to olympus that a telescope had lens that broke. It is unknown when the reported issue was found. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.